Manufacturer narrative:
Visual inspection was not performed as the lens remains implanted. The reported complaint could not be verified. A manufacturing record review (mrr) was performed and the pcb00 units were manufactured within specifications. Cosmetic inspection, optical measurement and pushrod-plunger assembly inspection for defects were performed and showed that the devices were manufactured within specifications. The directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product, including inspection of the product for damage and defects. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that once the intraocular lens (iol) was in situ, a milky shadow in the corner of the lens was noticed. A clinical decision was made to leave it in place. There is no visual impairment to the patient. No patient injury reported.